Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the post implant induction testing, ventricular fibrillation was undersensed and the time to therapy, too long. The physician intervened with an external shock which converted the patient to a normal sinus rhythm. An x-ray image was then taken and the electrode tip repositioned approximately 1.5 cm lower, based on imaging. A new setup was conducted and again the system chose primary as it's most optimal sensing vector. Induction testing was again performed with no repeated anomalies observed. The time to therapy was acceptable and the shock impedance within normal range; no evidence of further undersensing. The patient is scheduled for a normal post implant follow-up.